Event description:
In 2008, I went for an annual eye exam which also included the purchase of new contacts. Due to a switch in employers, my insurance had changed thus I had to see a new eye doctor. The exam went well and it was determined that the new doctor did not carry the same brand of contacts, biomedics, that I had worn for years before. I was fitted for new biofinity 30 day silicone soft contacts and was told that I could not only take naps in them but also sleep in them due to their increased "breathability". While I do not make it a habit to sleep in my contacts, I must say this new option was a nice feature. After having my contacts for 1 1/2 months, I am already on my 3rd pair due to continuous tears in the contacts. I reported this quality issue to not only my doctor but also coopervision, the manufacturer of the contacts, as well. My doctor is willing to exchange the unopened boxes for credit towards a new brand. However, coopervision responded to my email by stating that the biofinity lens is "FDA approved as daily use only which means they must be removed prior to sleeping." A search of the internet, as well as several contact lense sites, advertise the biofinity as an "extended wear" lense. According to the american academy of optometry website, the "extended wear" title "refers to wearing contact lenses, both during the day and while sleeping for periods of up to six nights and seven days consecutively." Not only did I find issues with the marketing of this product, but I did stumble across a couple instances in which there were medical issues that had developed with individuals' continued nightly use of this product. A follow up email to coopervision stating the discrepancies in the marketing versus what the FDA approved has not been answered. Luckily, I have not made it a habit to sleep in my contacts or else I too could possibly be facing a medical issue. I would like to see this discrepancy further investigated to ensure the safety of the consumers. I am in the process of switching doctors and finding a doctor that has better knowledge of the products they are selling. Dates of use: 30 days rotation. 2008. Diagnosis or reason for use: correct vision.